Event description:
Additional information received from the consumer reported that they had fallen over the course of this year over twenty times. The patient called to have someone look at their device because they felt like something was wrong. Nothing had been done to resolve the lack of pain relief. When the patient was asked to clarify the occurrence of the falls and if there was a device concern or change in the therapy the patient answered "my balance, it not goes off."

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported that they were experiencing a lack of effect which occurs daily. It was also reported that there was a fall that could be related to the issue as the consumer has had several falls since implant. A month prior to the report, the consumer had fallen 5 times and almost fell on the date of the report. The issue is not related to any positional movement nor has the consumer had any recent medical tests or electromagnetic interference from environmental exposure. As a result of the lack of effect, the consumer was prescribed pain medication to address pain. In (B)(6) 2015, the consumer was on percocet and morphine. Her pain was so severe that she lost track of time and took her doses too close together and overdosed. The consumer was then given narcan to resolve it and was hospitalized from (B)(6) 2015. When she came home from the hospital she was in bed for 7 days without eating and going through withdrawals. At the time of the report the consumer was on fetanyl patches and no other medications but was in really bad pain, with a pain level of 10 mostly every day. This was also affecting her sleep. The consumer also noted that stimulation was different in her back. She had a lack of effect for low back pain down through her legs. Should additional information be received, a follow up report will be sent out.